Event description:
On (B)(6) 2009, the patient underwent endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses. The preoperative aneurysm diameter measured 76mm. On (B)(6) 2009, the patient was discharged in good condition with no endoleak. The aneurysm diameter measured 76mm. On (B)(6) 2010, no endoleak or any other adverse event was reported at the one year follow-up examination. The aneurysm diameter measured 69mm. One (B)(6) 2011, no endoleak or any other adverse event was reported at the one year follow-up examination. The aneurysm diameter measured 69mm. On (B)(6) 2011, the patient developed aortoesophageal fistula. On (B)(6) 2011, the stentgrafts were explanted and the aorta was repaired with a vascular graft.

Manufacturer narrative:
Corrected the type of reportable event to death.

Manufacturer narrative:
Manufacturing evaluation performed.a review of the manufacturing records for the device verified that the lot met all pre-release specifications.per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to fistula, infection, surgical conversion and death.

Event description:
On february 20, 2009, the patient underwent endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses. The preoperative aneurysm diameter measured 76mm. On march, 16, 2009, the patient was discharged in good condition with no endoleak. The aneurysm diameter measured 76mm. On february 3, 2010, no endoleak or any other adverse event was reported at the one year follow-up examination. The aneurysm diameter measured 69mm. One january 13, 2011, no endoleak or any other adverse event was reported at the one year follow-up examination. The aneurysm diameter measured 69mm. On (B)(6) 2011, the patient was diagnosed with aneurysm infection associated with an aortoesophageal fistula and treated with antibiotic medication. On (B)(6) 2011, the patient underwent fasting. On (B)(6) 2011, the devices were explanted and the aorta was repaired with a vascular graft. The patient suffered a stroke on the day of the open repair. On november 2, 2011, the patient expired due to sepsis developed from pneumonia. It was reported that the patient remained in the hospital after the open repair. No information was available regarding the causal relationship between the infection and pneumonia.

Manufacturer narrative:
Results pending completion of evaluation.